Manufacturer narrative:
Qc prior to and after the event was within lab-established ranges. A field service engineer (fse) was dispatched and installed a new ratio pump for the intermittent issue. No further calls have been made by the customer to the bci hotline regarding ise issues to date.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erratically high sodium (na), potassium (k), chloride (cl) and calcium (calc) results for two (2) patient samples that were generated by the synchron cx5 delta chemistry analyzer. Upon rerun, the results were lower and reported out of the laboratory. No erroneous results were reported out of the laboratory. Patient treatment was not impacted from this event.